Event description:
During a herniorraphy procedure, the mesh fell apart/tore several time upon insertion. There was no adverse consequence to the patient, the surgeon used another device to complete the procedure.